Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, confirmed error message did not reappear, and successfully started new sensor session, with no additional information provided regarding any further issues.